Manufacturer narrative:
Insulin pump received with intermittent button response due to j2 connector unlocked on lcd board. No button error alarm during testing. Pump passed displacement test and self test. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
It was reported that the customer insulin pump had keypad anomaly. The customer¿s blood glucose level was unknown. The customer reported that they frequently no or intermittent response by button press (act and down button). The customer was asked verbally and in written form to return broken pump for analysis. The insulin pump will be returned for analysis.